Manufacturer narrative:
Title: a comparison of robotic mesh repair techniques for primary uncomplicated midline ventral hernias and analysis of risk factors associated with postoperative complications. Source: hernia (2021) 25:51¿59. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2013 and 2019, a study retrospectively compared outcomes of robotic intraperitoneal onlay (ripom), transabdominal preperitoneal (rtapp) and retromuscular (rrm) repair for ventral hernias in 269 patients. Three groups included ripom(n= 90), rtapp (n= 108), and rrm(n= 71). For the ipom repair, mesh was secured using a suture product in a running fashion. A barbed suture was also used for fascia closure. Barbed suture was also used in the tapp and rm repair, but suture brand was not listed. Complications included: infection, hematoma and seroma.